Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller reset the pump with assistance from technical support and was able to continue using it without the malfunction recurring. The customer understood to call back if any issues reappear.